Event description:
It was reported that an atrial fibrillation episode expected to be recorded by the insertable cardiac monitor (icm) was missing from the logbook and no alert was triggered. Upon review, it seems the patient may have been briefly disconnected, which could explain the absence of the episode and alert. This doesn't appear to be a known issue with the app, as confirmed. A message was sent to the healthcare professional to request another patient initiate interrogation (pii), and a technical services request was submitted to investigate further. No adverse patient effects were reported. This icm device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.